Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device in back up vvi mode after using electrocautery directly over the device. Normal functions restored. Patient condition was fine without any consequences.